Manufacturer narrative:
Follow-up #1 date of submission 09/20/2016. Device evaluation:the pump has been returned and evaluated by product analysis on 08/25/2016 with the following findings: a review of the black box data showed a call service alarm related to electronically erasable programmable read-only memory. During testing, the pump successfully passed the ez prime steps. The pump cover was removed and no intermittent connection was found to the printed circuit board. Unrelated to the complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that "when new battery put in, the pump said " wait, initializing or re-initializing" for approximately 20 minutes. Patient then changed out battery again and it did the same thing for approximately 25 minutes. Patient changed out for a 3rd time and this time it went to the verify screen. Patient lost everything in the pump&#56224;there was no indication that the product caused or contributed to an adverse event. This complaint is being reported due to the allegation of an unspecified pump malfunction.